Event description:
Report 1 of 3: it was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that a black dot was noticed in 46 tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional medical device type is as follows: d.2b. Medical device type: gim. The information for the additional common device name is as follows: d.2a. Common device name: tubes, vacuum sample, with anticoagulant. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670; k231373.

Event description:
Report 1 of 3. It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that a black dot was noticed in 46 tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo confirmed the presence of foreign matter (fm) in the tube. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. The exact cause for the customer¿s failure mode could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.